Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user was reviewed and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient has an infection and cloudy pd effluent. Upon follow-up with the patient¿s pd nurse, it was reported the patient had peritonitis. Per the nurse, the patient had a pd culture (obtained on (B)(6) 2020) in the outpatient pd clinic which yield growth of gram-positive cocci (species unknown). The patient was treated with intra-peritoneal antibiotic (medication not provided) on an outpatient basis. Additionally, the nurse indicated the patient had fibrin because of having peritonitis. The patient treated the fibrin with heparin, per standard of care. Per the nurse, the patient is recovering and continues to use the same cycler without any adverse effects. He nurse reported the patient did not have any issues with fresenius device, or product that caused or contributed to the event. The nurse indicated the event was related to a breach in aseptic technique during the pd exchange. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler, liberty cycler set, and the patient¿s peritonitis event. However, there is no allegation or any objective evidence that a liberty select cycler or liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique, as reported by the patient¿s nurse.